Event description:
It was reported that the insulin pump has alarmed and customer cannot move past rewind. Displacement has failed. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during rewind, problem isolated to the mother board. Unable to perform the displacement test due to alarms. Motor passed motor test. The insulin pump had a scratched display window.